Event description:
It was reported that the patient presented inpatient at the hospital. Upon review, the right atrial and ventricular leadless pacemaker exhibited low i2i throughput communication. The right atrial device exhibited failure to capture, low impedance, decreased sensing and noise reversion episodes as well. During this time, the patient's blood pressure dropped and was feeling unwell. Programming changes were performed. The patient ultimately passed away due to an infection unrelated to abbott products and/or procedures.